Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the therapy capacitor needed replacement. There was no reported patient involvement.

Event description:
Additional information received via email clarified that this was a request for a capacitor part only and there was no allegation of malfunction.

Manufacturer narrative:
Additional information received via email clarified that this was a request for a capacitor part only and there was no allegation of malfunction.